Event description:
Material# 309628. Batch# 3324197. It was reported that the bd luer-lok label content was missing. The following information was provided by the initial reporter: it was reported by customer that syringe packages with no syringe inside, misaligned printing on the packaging, and no lot number printed on packaging. Verbatim: event date: (B)(6) 2024. Event location: (B)(6). Event description: inventory control @ csc has quarantined 8 sealed syringe packages with no syringe inside, misaligned printing on the packaging, and no lot number printed on packaging. Harm to team member or patient? No injury. Product name: syringe 1ml bd luer loc tip. Product ref: 309628. Lot number: no lot numbers printed on individual syringe packaging, but the lot number of the box found in is lot 3324197. Bd customer account number: 1001031612. Photos are attached ¿ sample is available upon request.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Three photos and eight samples of 1 ml ll syringes (p/n 309628 batch 3324197) were received and evaluated. The first photo shows one side of the box in which 100 syringes are packaged. It contains the label with all the appropriate information for a 1 ml ll syringe. The second photo shows eight top web slips with the correct information. Finally, the last picture shows the bottom web of five sealed packages with no syringes, while the remaining shows the reverse side of the top web slip without the bottom web, this can also be seen at the physical samples received. The condition observed is non-conforming per product specification. Empty packages may be created for several reasons, including any time the packaging machine stops. A detection and rejection system is in place for empty packages. It is possible that an empty package traveled too closely to a full package and escaped detection. It is also possible that a full package was inadvertently rejected instead of the empty package. The potential root cause for the empty package defect is associated with the packaging process. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. A device history record review was completed for provided lot number 3324197 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.